Event description:
The following info was reported to kci on (B)(6) 2012: on an unk date, the pt was placed on v.a.c.via therapy. On an unk date, the user claimed that the unit started making a loud noise and may have stopped working at some point. On an unk date, the pt was sent to the emergency room and admitted to the hospital. Additional info received on (B)(6) 2012, by the kci sales rep: the pt had a left chest wound and a flap procedure. The pt was admitted to the hosp on an unk date for sepsis (cause unk), and the wound was surgically debrided at this time. The pt was doing well and is currently on an activ.a.c. Therapy.

Manufacturer narrative:
Device labeling, available in print and online, states: as with any wound treatment, clinicians and pts / caregivers should frequently monitor the pt's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge, or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and / or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and / orthostatic hypotension, or erythroderma. If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c. Therapy should be discontinued.